Event description:
During internal testing, a software defect was identified in the multi frame display option, indicating that the annotation overlay which is meant for frame #1 only, is being displayed on all frames in product versions 4.1.130/3.6.130 which could result in incorrect anatomic orientation markers on the images in which the annotation overlays are not intended to display.

Manufacturer narrative:
(B)(4). During internal testing, a software defect was identified in the multi frame display option, indicating that the annotation overlay which is meant for frame #1 only, is being displayed on all frames in product versions 4.1.130/3.6.130 which could result in incorrect anatomic orientation markers on the images in which the annotation overlays are not intended to display. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.